Manufacturer narrative:
Conclusion: no device was returned for analysis. Four static images were provided for review of the event description above. The patient¿s executive summary was provided for anatomical review. The site reported patient to have a homograft or stentless xenograft surgical aortic valve. The patient¿s annulus perimeter was 78.8mm with a perimeter derived diameter of 25.1mm, suggesting a size 29mm evolut. The images provided were from the first valve implantation and revealed an evolut valve, inside a homograft at an appropriate depth. One of the image revealed an unusual indentation at the inflow of the evolut suggesting infold or under expansion, which could have been the cause for the worsening paravalvular leak (pvl). In this case, it was reported that the patient had a previous non-medtronic calcified homograft which contributed to the valve being constrained. In addition, the image review confirmed that the under expansion could have been the cause for the worsening pvl. Ultimately, a new valve was implanted and no further patient effects were reported. Review of the device history record for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, minimal paravalvular leak (pvl) was noted at the time of the implant and the valve frame appeared constrained. The following day, the pvl appeared worse. One year and 7 months later, moderate pvl was detected. A new non-medtronic valve was implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that following the implant of the valve, mild paravalvular leak (pvl) was observed. One day post implant of the valve, moderate paravalvular leak (pvl) was observed. The second valve was implanted due to the observed moderate pvl. Of note, the patient had a previous non-medtronic calcified homograft which contributed to the valve being constrained. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.